Event description:
It was reported that the patient had an unrelated back surgery, a fusion, and at that time the surgeon had cut the catheter. The patient was to undergo a catheter revision on (B)(6), 2015. It was believed that catheter segments were left in the intrathecal space. Additional information was requested to clarify the patient symptoms, resolution and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).